Manufacturer narrative:
This event occurred in (B)(6). From directions for use: advice: product contains monomers (e.g. Methacrylates) which may cause skin allergies, especially with sensitive patients. For patients with a resin allergy or when allergic reactions are observed, the product is contraindicated. As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative: device has not been returned by customer. Lot number unknown, no return.

Event description:
Patient has a muscosal intolerance after getting a prosthesis made of paladon 65.